Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power. Moisture was allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with visible evidence of moisture ingress. The returned battery cap was intact and secured properly to the pump; a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and revealed a battery compartment leak. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.